Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. After day 2 of sensor insertion, the patient noticed that they were experiencing fever and chills. The patient also had a migraine and their arm was hot and they removed the sensor. On (B)(6) 2017, a nurse stated that the patient's blood sugars were constantly above 400 mg/dl due to an infection and the reaction was red and spreading with blisters. It was indicated that the reaction turned into a staph infection and there were knots under the skin where the infection was. The patient was advised to take clindamycin for 3-4 days and if the skin reaction was not better, they would have to do a more aggressive treatment. Further contact was made with the patient regarding the skin reaction on (B)(6) 2017. It was indicated that the patient was under the care of a physician and on anti. The patient stated that the doctor told her that she is possibly a strep and staph carrier. The patient further stated she has not worn the dexcom system for 2 weeks. The patient's doctor recommended that the patient see a dermatologist for additional assessment. At the time of contact, the patient's skin was still undergoing treatment. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.